Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image output, cm board (control module board or circuit module board) defect, front panel not lighting up, dust inside the unit, and video output failure. Based on the results of the investigation, it was likely that the malfunction was caused by a defect in the cm board. The most probable cause was that the cm board defect prevented the video output from functioning normally, and the front panel also failed to operate properly due to the same defect. The issue was traced to a component failure; however, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was unable to display video. The issue occurred during setup or inspection for use (specifically during room setup or prior to the patient's arrival). There were no reports of patient involvement.